Event description:
Hospital nurse reported customer being hospitalized due to high bg. Customer was discharged from hospital then readmitted due to recurrent symptoms and difficulty controlling bg. Sending a replacement pump to hospital.